Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient passed away while performing pd therapy on a homechoice. The patient was connected to the device at the time of death. The cause of the patient¿s death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. There was no device failure or malfunction identified that could have caused or contributed to the home patient passing away. Upon further review, the results of the device evaluation reasonably suggest that the homechoice cycler has not caused or contributed to the reported event of death. Therefore, the homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.